Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patients mobility and quality of life.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/3/2015 - medical records received. Patient was revised to address recurrent dislocation. Upon revision, cloudy fluid with rice bodies, corrosion on the trunnion, and bone resorption were noted. The information received does not change the MDR decision. This complaint was updated on 6/11/15.

Event description:
Update 13 mar 2015: rec'd der, surgeon, sales rep, revision confirmed, patient's activity levels and height. Stem remained in situ.